Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Multiple attempts to obtained additional information from the customer have been made without response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely this event was caused by user handling. Since the balloon is lot-produced, the same phenomenon is expected to occur frequently within the same lot. The complaint history review did not confirm a trend. As a result, it is presumed that the event was caused by the balloon not being attached correctly, or mounting was not performed in accordance with the method described in the instruction manual. The instructions for use of maj-1351 was reviewed and the following description was given which can prevent the event: "[how to use] 1. Inspect the sterilization pack and the appearance of the balloon; 2. Attach the balloon to the tip of the ultrasonic endoscope using a balloon applicator.".

Manufacturer narrative:
At this time it is unknown whether the device will provided for evaluation. However, should additional information be provided prior to the investigation completion, a supplemental report will be submitted.

Event description:
It was reported, an olympus balloon device was not properly staying fixed to the scope. According to the initial reporter, the physician was having difficulty with the balloon rolling off the end and not staying on the scope properly. At this time there was no report of patient harm or consequence as a result of this event.